Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction bolus via the pump. Customer continued to use the pump for insulin therapy.